Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd plastipak¿ syringe, the device experienced poor package perforation. The following information was provided by the initial reporter. The customer stated: it's hard to do the separation of the packages, the package is for single units but several of them are hard to detach, and it generates unnecessary wastes. The package is for single units, but several of them are together and when it's needed to detach one from other, it's hard to separate their packages, and it's very often the packages to tear, contaminating the product because its package gets open, so the material shall be discarded and generates wastes for facility.